Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump display screen was blank and the device was alarming. During troubleshooting, customer was asked if the device showed physical damage and customer stated there are several scratches. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated the display did return. Customer's blood glucose level was 473 mg/dl at time of reporting. Nothing further reported.